Event description:
After insertion of alcon intraocular lens during cataract extraction surgery, the lens was found to be defective. Upon removal of the defective lens, the macula area of the retina was dislodged and the pt also had severe corneal edema. Vitrectomy and retinal scraping of scar tissue was performed (B)(6) 2012. The pt has no central vision since the cataract surgery and her vision will never be normal. Visits to ophthalmologists constantly for seven months and the use of eye drops continually. Hopefully some central eyesight may come back in time, but the md's do not know when. A new lens was put in, but the eye was damaged the sn: of the new lens is (B)(4). Retinal surgery was performed (B)(6) 2012 because of a macular pucker.